Event description:
During this case the extendevac electrosurgical pencil (one of two that was opened) was plugged into the esu. Coag was immediately activated without any stimulus from the handpiece. It was unplugged and plugged in several times. Both handpieces are reported as unsure which one was broken after the case finished.